Manufacturer narrative:
D10 concomitant medical products: vlocm2105, vlocm2105 v-loc* 90 2-0 vio 15cm gs22, ( lot #a4c2231vy) vlocm2105, vlocm2105 v-loc* 90 2-0 vio 15cm gs22, ( lot #a4c2231vy) vlocm2105, vlocm2105 v-loc* 90 2-0 vio 15cm gs22, ( lot #a4c2231vy) vlocm2105, vlocm2105 v-loc* 90 2-0 vio 15cm gs22, ( lot #a4c2231vy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure using the vloc device to suture the peritoneum after placing meshes, the needle on the suture detached three times. The detachment occurred while suturing after the patient incision, and the needle fell into the patient cavity. The needle was retrieved using graspers without the need for imaging. A new suture from a different lot was used without issue. There were no injuries or blood loss reported. No patient complications had been reported as a result of this event.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the needle was detached. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.